Event description:
The customer alleged that while using the saphlite system, the light panel began to smoke while in the leg incision. The unit was immediately removed from the patient and upon examination, the light panel was reported to have a crack just below the elbow bend and appeared to be charred. The damaged light panel was removed and a new panel was placed into the saphlite system. The case was completed with the new panel without any occurances.